Event description:
Single sided tensioners failed to put any tension on cable. Co had three sets in position to cable a strut allograft and only one worked. The cables had to be tensioned individually. There was no adverse consequence for the pt or delay in surgery or anesthesia time.